Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that full height aux drawer 3 bad rails. A field service engineer replaced both rails, reassembled the drawer, and rebooted the device, resulting in the drawer functioning normally. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system right side rail of drawer 3 is damaged and requires replacement. The drawer is currently inoperative. A customer has reported that there was a delay in the dispensing of medication due to a noted malfunction. There were no adverse events or injuries reported based on this event.